Event description:
It was reported to philips that the system failed to boot up normally. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system cannot boot normally. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found there was a drop in cmos battery voltage which was below 2vdc. To resolve the issue, the fse replaced cmos battery. After replacement and repairs the device returned to good working order. The codes were updated based on the investigation outcome